Event description:
It was reported that the target lesion was in the distal left circumflex (lcx) with moderate tortuosity, heavy calcification and 90% stenosis. After stenting in the lcx, the 2.0 x 15 mm tenku rx balloon was used for post-dilatation of the stent. However, the balloon ruptured during the first inflation at 14 atmospheres (atm) for 20 seconds. No additional dilatation was performed since the stent struts were expanded. The physician commented that balloon rupture might have occurred due to the heavy calcification. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail; stent: promus element 2.5 x 38 mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The rx tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.